Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the tab was broken off of the power cord bay door, the overlay screen was broken, the link electronic module (lem) circuit board had a loose electrocardiogram (ECG) connector, and the stylus pen was missing. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.